Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they screamed when the stimulator was put in because it was so painful, if they had known they would not have gotten it. Pt reported for about 2 years it worked just a little when they were going to the clinic but did not last hardly any time. Pt said they now need mris but can't get them because they have the stimulator. Pt asked if the manufacture would pay to have the stimulator removed. Patient services reviewed general interstim information and manufacture role. Redirected to the doctor. Pt said the doctor they were working with is no longer there. Offered and sent listings. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.